Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation. A batch review has been performed. All release criteria were met for the production of this lot. A follow-up medwatch report will be submitted if additional information becomes available.

Event description:
The facility representative contacted baxter to report an infusor that had a leak. The device was filled with 5-flourouacil 2 milliliters/hour. The event occurred before use. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.